Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the air/water valve supply button got caught and could not be pushed all the way in, the water was supplied from the nozzle. The issue was found before the procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: visual appearance check was performed, as a result of checking the inside, it was confirmed that the internal shaft was bent. It is considered that the bent internal shaft changed the posture of the parts attached to the shaft parts and caused catching, and that the parts could not be pushed in from a certain place. Based on the investigation results, it was determined that no escalation was necessary to further mitigate the risk. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.